Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they were just driving when the stimulation turned off. Patient pulled over but it is dangerous because patient gets huge head rush. When patient got home, the stimulation was off so they turned it on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s stimulation turned off when they were driving, and they got a weird feeling. The patient thought it happened this year and but couldn¿t confirm.